Event description:
According to the customer contact, "adhesive is too strong" and "they are pulling off her skin."

Manufacturer narrative:
It was reported that "adhesive is too strong" and "they are pulling off her skin." Per the customer contact, "the bandages seem super sticky now, when a few years ago, they worked exactly as advertised." The customer contact suggested, "formula for the truly ouchless bandage has changed." The customer contact reported, "I am 76 years old now, and my skin has become thinner and more apt to tear, when removing the ouch less bandage." No additional information is available at this time. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.